Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer tried a new site to insert the infusion set and customer believes the insulin absorption was stronger than usual. The customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.